Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3998, lot# j0519561v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead; product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: extension; product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient mentioned the lead had come loose back in 2008 and was revised. No further complications were reported/anticipated.

Event description:
It was reported, there was a shocking or jolting sensation at the stimulator location and at the lead-extension connection location. The patient was getting a shocking sensation approximately 2 times a day. Palpation did not bring on the shocking sensation, and gentle palpation produced no sensation. Palpation that involved "pressing hard" did hurt the patient. The health care professional stated, there was overstimulation and the patient had pain or discomfort. The impedances were measured and the results were normal. The patient was scheduled to have an x-ray, and the results were not reported. The health care professional stated there was a breakage in the lead and attributed the shocking sensation to the stimulator and lead. The stimulator and lead were revised on (B)(6) 2008. The patient had no injury and recovered without sequela.